Event description:
The customer reported being hospitalized due to high blood glucose of 479 mg/dl. The customer was experiencing unexplained high glucose for three days. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. The customer's most recent glucose reading was 479 mg/dl. Advised the customer that a tubing clamp will be sent and to call back to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.